Event description:
Revision surgery - the pt recently had a turon total shoulder revision. After a successful surgery, the pt presented back with a failed subscap tendon and instability. The surgeon decided it was best to convert to a reverse shoulder prosthesis.

Manufacturer narrative:
The reason for this revision surgery was to remedy the patient's failed subscapular tendon after 1.2 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for this product. The root cause for the failed subscapular tendon could not be determined with confidence. The information reported showed that the product met all design, material, and manufacturing specifications. There is no indication of a product or process issue affecting implant safety or effectiveness.